Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator was in backup operation. The patient experienced pocket stimulation due to the backup operation. The reason for the backup was a firmware upgrade. The device was restored. The patient was okay.